Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that during an anterior cruciate ligament surgery with transfix pin, while hammering in the pin, the head was torn and split into 2 halves. The surgeon was not able to retrieve the part out of the patient and had to switch to a different technique. The surgeon used a screw to finish the surgery successfully.